Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r waves on the right ventricular (rv) lead had been decreasing since the day after implant and were low. The lead had been reprogrammed in the past. It was noted that this may be related to an increase in the patient¿s premature ventricular contractions (pvcs). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.